Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 214 mg/dl. Customer stated that she could not get the buttons on her pump to work and then she took the battery out and put it back in. Customer then received a failed battery test alarm and a button error alarm. Customer stated that she gets button error alarms quite frequently. Customer tried to give herself a bolus and the pump started to let her, but then it just stopped. Customer was unable to try a new battery due to the button error alarm. Customer was advised to try to not wear the pump in her pockets or her bras, but with a belt clip. Customer indicated that she had a broken belt clip. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. (B)(4)